Manufacturer narrative:
During the deployment when pressure was applied with the syringe, to the orbit galaxy xtrasoft 2 x 2 (640cx0202/ 15358149) and orbit galaxy complex xtrasoft 2.5 x 2.5 (640cx2525/ 13500461) one hub had a hole and one was cracked, and saline squirted out. Therefore, the pressure was unable to detach the coils because the syringe never made it to the green zone. The coils remained attached to the delivery system after withdrawal. There was no harm to patient. No other damages were noticed on the hubs. Five other galaxy coils were used afterwards with no problems with the same syringe. The procedure was embolization of the gonadal vein embolization. The products were stored per labeling instructions, and no damages were noticed on any section of the outer or inner package. No leakage or loss pressure was noticed during purging of the devices with the syringe. After the event, no other damages were noticed on the devices; the coils and delivery systems were not unraveled/stretched, kinked/bent or fractured. A non-sterile orbit galaxy complex xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted at 26, 30 and 74cm from hub. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The sem results showed the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of an indentation at the beginning of the thread, which was apparently caused by a teethed tool; it is noteworthy to mention that the crack starts at this point. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A lab sample syringe 635-002 was filling with water and it was attached to the hub; when the pressure started to increase, the hub began to leak. The cause of the leak in the hub was due to the crack previously observed on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Conclusion: the reported hub cracks were confirmed. Based on the sem analysis with evidence of what appears to have been tool marks, possibly caused during the use of the device, it appears that the hub crack was caused by application of additional force. Review of the orbit galaxy manufacturing process confirmed that there are no tools, equipment or product handling that could cause the hub crack or other type of damage on the hub. It is appears that it is possible that procedural and handling factors may have contributed to the hub damage. Neither the analysis nor the DHR indicate that the reported event is related to the manufacturing process. Additionally, inspections are in place to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50049 and 3007628272-2011-50050.

Event description:
During the deployment when pressure was applied with the syringe, one coil (orbit galaxy xtrasoft 2 x 2-640cx0202/ 15358149 and orbit galaxy complex xtrasoft 2.5 x 2.5 640cx2525/ 13500461) hub had a hole and one was cracked, and saline squirted out. Therefore, the pressure was unable to detach the coils because the syringe never made it to the green zone, but there was no harm to patient. No other damages were noticed on the hubs. Five other galaxy coils were used afterwards with no problems with the same syringe. Products are available for inspection and investigation. Prowler plus microcatheter was uses with the coils. The products were stored per labeling instructions, and no damages were noticed on any section of the outer or inner package. No leakage or loss pressure was noticed during purging of the devices with the syringe. After the event, no other damages were noticed on the devices (coils -unraveled, stretched, kink, bend, fracture, etc or delivery systems unraveled, stretched, kink, bend, fracture, etc), and the coils remained attached to the delivery systems. The procedure was peripheral of the gonadal vein embolization.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50049 and 3007628272-2011-50050. The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt

Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 2.5 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were notes at 26, 30 and 74cm from hub. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The sem results showed the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of an indentation at the beginning of the thread, which was apparently caused by a teethed tool; it is noteworthy to mention that the crack starts at this point. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A lab sample syringe 635-002 was filling with water and it was attached to the hub; when the pressure started to increase, the hub began to leak. The cause of the leak in the hub was due to the crack found of it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "hub cracked" was confirmed. The hub cracked appears to be caused for additional force applied on the hub according to the sem analysis results since evidence of what appears to be tool marks which may have been caused during the use of the device. As additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the hub crack or other type of damage on the hub. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Procedural and handling factors appear to have contributed to this failure. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50049 and 3007628272-2011-50050. Additional information will be submitted within 30 days upon receipt.